Manufacturer narrative:
Device evaluation completed on march 15 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 5564782 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receive of the device, device identified as cat#: 3504004bc, lot#: 5564782. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4), date of explantation: (B)(6) 2021.

Manufacturer narrative:
Additional information received on november 8, 2021 stated that the health care professional confirmed that the patient had emergency, her right side was coming through the skin and removed at ER and not kept - later patient went to see the hcp and on (B)(6) 2021 hcp removed the left side - without replacements - hcp indicated that on (B)(6) 2021 they will place both implants. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A search of the lot number was done and an mre could not be located if additional information becomes available a supplemental will be submitted manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 22, 2021, mentor became aware patient's lot number is 556473. Patient's impacted product is 400cc gel breast implant. Patient underwent implant removal only. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with an unspecified gel breast implant experienced right sided device extrusion and rupture post procedure. Patient was admitted to the emergency room on an unspecified date because the right implant was leaking. Patient thought she was bruising but it was the actual implant itself. Moreover, the breast was changing and lowering in shape prior to the emergency room incident. As a result, patient had an explantation on (B)(6) 2021.